Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the solder on the starburst was coming loose. No patient was present.

Manufacturer narrative:
Product analysis #(B)(4): (B)(6) 2023 10:24:02 cdt webmremotews sfdcmnav product analysis task update tested by date: (B)(6) 2023 engineering evaluation notes: part held in ps. Rr 18 oct 2023 findings and conclusions: as reported, the weld has been broken at the base of the support arm causing the arm to be loose. Afc: nafc0118 - damaged tool; updating to add the following note: this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): 2023-10-18 10:24:02 cdt webmremotews sfdcmnav product analysis task update --------------------------------------------------------------------- tested by date: 2023-10-18 engineering evaluation notes: part held in ps. Rr 18 oct 2023 findings and conclusions: as reported, the weld has been broken at the base of the support arm causing the arm to be loose. Afc: nafc0118 - damaged tool; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the solder on the starburst was coming loose. No patient was present.